Event description:
Related manufacturer reference number: 3006705815-2022-01183. It was reported that the patient was unable to set the ipg into MRI mode due to impedances on the leads. Troubleshooting was unable to resolve the issue. As such, surgical intervention may take place at a later date to address the issue.

Event description:
Additional information revealed that the patient underwent surgical intervention wherein the system was explanted and replaced, resolving the issue.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.